Event description:
It was reported that one of the power ports of the controller had a broken pin and it was not possible for the patient or the team to connect a power source on that port. The treating physician performed a controller exchange. The patient was provided with a replacement device. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was not returned to heartware for examination. The most likely root cause of the reported bent pin could not be conclusively determined as the unit was not returned for evaluation. The kind of damage reported is consistent with damage caused by user while attempting to connect a power source onto the controller without properly aligning the mating parts and applying excessive force. The most likely root cause of the reported event is user error. An internal investigation has been opened by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions not to force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated (B)(6), 2014, and pursuant to the provisions of 21 cfr part 803.